Event description:
Reportedly the user's hearing performance with the device is affected and in situ measurements show affected channels.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. In addition diagnostic imaging showed that the electrode array partially migrated out of cochlea. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
Reportedly the user's hearing performance with the device is affected and in situ measurements show affected channels. Revision surgery is considered.

Event description:
Reportedly the user's hearing performance with the device is affected and in situ measurements show affected channels. The user was re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. In addition, diagnostic imaging showed that the electrode array partially migrated out of cochlea. However, to determine an exact root cause a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
Reportedly the user's hearing performance with the device is affected and in situ measurements show affected channels. The user was re-implanted.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. In addition, diagnostic imaging showed that the electrode array partially migrated out of cochlea. The problems given in the recipient report appear to match the damage found. This is a final report.